Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient called the ambulance services after not feeling well. Upon arrival, patient was found unconscious. The patient was cardioverted with automated external defibrillator. The patient was admitted to the ccu due to syncope episode. Interrogation of the device revealed no signs of anomaly. Further examination noted that the device functioned normally. It is unknown what caused the episode and why patient required AED. The patient is in stable condition.